Event description:
Patient was revised to address pain and acetabular loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) and doi information for the right hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Event description:
Patient was revised to address pain and acetabular loosening. **update** (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) and doi information for the right hip. **update** (B)(6) 2013 - litigation received (B)(6) 2012 alleges patient suffered pain, discomfort, popping, clicking, elevated cobalt and chromium levels and underwent a revision of her right hip.